Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure using a trochanteric femoral nail advanced (tfna) system for atypical femoral fracture upon drilling for tfna screw, a stepped reamer broke off. An x-ray taken and was confirmed a fragment (1 or 2 mm long) in the femoral head. However, the fragment could not be removed and left in the patient's body. The surgery was completed with no other problem and no surgical delay. Patient status is unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part: 03.037.022; lot: f-19069; manufacturing site: selzach; (B)(4): release to warehouse date: december 01, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the tip of the reamer is broken off as reported. The broken off portion was not returned. The cutting edges of the device show signs of wear. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Material is identified in the certificate of conformance (coc) and hardness is documented according to the specification. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overload during use did lead to breakage of the device. In general, we would like to draw your attention on page 4 in the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.